Manufacturer narrative:
Citation: sodian r, et al. 3-dimensional printing for the diagnosis of left ventricular outflow tract obstruction after mitral valve replacement. Interact cardiovasc thorac surg. 2021 may 10;32(5):724-726. Doi: 10.1093/icvts/ivaa319. Advance access publication 27 february 2021. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6) year-old female patient with a history of endocarditis and consequent surgical mitral valve replacement with a 27 mm medtronic hancock ii bioprosthetic valve (unique device identifier number not provided). Immediately after the valve implant procedure, the patient developed severe dyspnea. At an unknown time following valve implant, the patient presented to the authors facility and transthoracic echocardiography detected a strut of the hancock ii valve was protruding into the left ventricular outflow tract (lvot) and led to moderate septal hypertrophy, which was also detected by 3d transthoracic echocardiography. To further verify these findings, the authors 3d-printed a physical model of the patient¿s left ventricular anatomy using a computed tomography scan of the patient¿s chest. With the physical model, the authors confirmed the diagnosis of lvot obstruction and could clearly visualize the root cause: an incorrect orientation (¿mispositioning¿) of the hancock ii valve. Ultimately, the hancock ii valve was explanted and replaced with a 26 mm medtronic open pivot mechanical mitral valve. The authors noted the explanted hancock ii showed no signs of degeneration. Additionally, the lvot gradient was reported to be between 22 and 28 mmhg prior to the redo mitral valve surgery and was at 6 mmhg two years after surgery. During follow-up, the patient has been free of dyspnea. No additional adverse patient effects or product performance issues were reported.